Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 143mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the pump is kept in an exercise belt. Tandem technical support advised the customer to keep the pump inside a case in order to prevent abrupt temperature changes to the pump. After the system check, the customer successfully resumed insulin deliveries.